Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to loss of capture since change out day and physician decided to turn off the lead at that moment. No additional adverse patient effects were reported.